Manufacturer narrative:
Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Additional information hd.4 unique identifier (UDI) #: this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, a manufacturing defect at the tip of the introducer of the bio-medicus cannula would not allow the guidewire to pass through. The location of the damage was specified as the tip of the introducer. There was no damage to the packaging. Other devices in the same box/shipping container were not damaged. The device was replaced to complete the case. There was no patient involved.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a blockage in the tip under magnification. A 0.038-inch guidewire was not able to be inserted into the tip of the cannula. The cannula inner diameter (ID) was measured using a pin gage, and the ID was smaller than the specification. The reason for return was confirmed. Correction d3 (MFR name) d3.6 (postal code): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.